Event description:
The leads were returned to the manufacturer following the patient's death, analyzed, and subsequently tested out of specification. There is no allegation from a health care professional that the death was device related. The cause of death has been requested and not received.

Manufacturer narrative:
This report is based solely on device return and analysis. No information to suggest a device-related adverse event or product problem was received. If additional relevant information is received, a supplemental report will be submitted. Correction made to the analysis on (B)(4), mistake in the lab the lead primary analysis finding is no anomalies found. Evaluation summary (B)(4) outer insulation separation. Proximal segment returned and analyzed. (B)(4) the proximal segment of the lead was returned, analyzed and no anomalies were found. It was noted that all conductors are stretched, the outer insulation had cosmetic environmental stress cracking, inner insulation torn, the outer insulation was torn, the outer insulation had a cosmetic depression and there was apparent explant damage.

Manufacturer narrative:
This report is based solely on device return and analysis. No information to suggest a device-related adverse event or product problem was received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary (B) (4) outer insulation separation. Proximal segment returned and analyzed. (B) (4) outer insulation separation. Proximal segment returned and analyzed.